Event description:
It was reported that a user experienced recurrent overnight hypoglycemia with a low of 39 mg/dl while using the ilet, with the caregiver expressing concern about insulin amounts delivered and requesting in-person support; troubleshooting and education were provided, and the user was advised to contact their clinician. Symptoms included hypoglycemia. Outcomes included use of oral glucose for treatment and concern about both low and high glucose readings. Investigation included complaint handling with device troubleshooting and user education. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that no device malfunction was confirmed and that clinical management and further evaluation by the healthcare provider were indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.